Event description:
The customer observed falsely elevated b-hcg results for one patient while using the architect i1000sr instrument. The physician performed a dilatation and curettage (d&c). The following data was provided: initial b-hcg ~10,000 miu/ml. Physician performed a d &c and administered methotrexate. More b-hcg testing was performed ((B)(6) = 23,000 miu/ml, (B)(6) = 30,000 miu/ml, (B)(6) = 40,000 miu/ml, (B)(6) = 59,000 miu/ml). The physician performed a d & c again. The b-hcg was retested on (B)(6) = 988 miu/ml. The last two samples (results 59,000 and 988 miu/ml) were sent to another hospital and the results were confirmed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A review of all complaints associated with the architect total b-hcg assay ((B)(4)) and the architect total b-hcg assay reagent lot 20904jn00 was performed. The review did not identify atypical complaint activity. A review of the architect total b-hcg product labeling specifically the architect total b-hcg package insert ((B)(4)) determined that sufficient labeling exists to aid the customer in dealing with known interferants of the architect total b-hcg assay. No known quality issues were observed in relation to this product since manufacture. A review of the proficiency sample data generated demonstrated that reagent lot 20904jn00 successfully generated a valid calibration curve and control results were all within package insert ranges. Results demonstrate that the architect total b-hcg assay is performing acceptably and as expected. In summary, no atypical complaint activity or adverse trends have been identified associated with architect total b-hcg lot 20904jn00. No product deficiency or malfunction has been identified.